Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered unintended insulin without user request, and that the deliveries were not logged in the pump history. Tandem technical support confirmed that insulin was being delivered as expected and that the pump history was accurate, however, customer maintained that the pump did not function as intended. Customer's blood glucose level was 132 mg/dl. Multiple attempts were made to follow-up with the customer, however, no response was received.